Event description:
Manufacturer report number 2017865-2023-48393; 2017865-2023-48396. It was reported, that the patient presented at the emergency room, due to an infection. There was no vegetation on any of the existing leads. The implantable cardioverter defibrillator (ICD) and two leads were explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended. Note: the patient also, had two existing inactive biotronik leads bio-setrox.